Manufacturer narrative:
Date sent to the FDA: 09/11/2019. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Additional h-3 summary: it was received for analysis two unopened samples of product code t4269, lot mh6889. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The needle detached from the wire while used. Another like device was used. There were no patient consequences reported.